Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch verio 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she did not remember when she first became aware of the alleged meter issue. Alleging that she obtained blood glucose readings of ¿200, 190 and 170 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that she manages her diabetes using ¿metformin once per day¿. The patient reported that approximately a month ago, she attended the doctor due to the alleged readings, and had her metformin increased from 500 mg to 1000 mgs. The patient alleged that on an unknown time/date she developed symptoms of ¿headache and sweating¿. There is no evidence she received or required any medical intervention, in response to the symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The patient reported that she did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.